Event description:
It was reported that the implantable pulse generator (ipg) device had a soft reset and that the patient has been having radiation therapy. It was also reported that the reset was able to be cleared and device parameters were unchanged. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Device experienced a power on reset (por) event on (B)(6) 2011 and location "00 39". Device should be able to recover from this event and continue normal function. Report notes the presence of radiation treatment during the por event.